Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported failure to deploy. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, unspecified lesion. There was resistance deploying the last part of a 5.5 x 40 mm supera stent and it could not release from the 6f sheath so the sheath and stent were removed from the anatomy together. The procedure was completed with balloon angioplasty. There was no clinically significant delay in procedure and no adverse patient effects. There is no additional information at this time.